Event description:
The customer reported that the unit went vent inop and alarmed while in use on a patient. There was no patient harm reported. The respironics service technician reported the ventilator went vent inop when powered on. The service technician replaced the power supply to correct the customer reported problem. Final testing, including extended self testing (est), was completed and all test passed per operating specifications. Factory failure analysis revealed a transistor was shorted to ground, which prevented the 5 volt transformer from turning on.

Manufacturer narrative:
Na